Event description:
It was reported that the keypad button presses did not activate desired pump functions. The patient reported that the up, down and ok keypad buttons need to be pressed multiple times for a response. There was no mention of symptoms or medical treatment received as a result of the alleged keypad issue. There was no reported patient impact associated with this complaint. However this complaint is being reported because the alleged keypad issue remained unresolved.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump was returned to animas. Testing confirmed intermittent responses for all the keypad buttons. It was noted that multiple button presses were required before the buttons would engage and the keypad buttons did not have normal spring back or click. In addition, there was evidence of adhesive/contamination found under all button key contacts.